Manufacturer narrative:
This report is submitted on 9 march 2021.

Manufacturer narrative:
This report is submitted on february 11, 2020.

Event description:
Per the clinic, the patient experienced a loss of implant osseointegration. It is unknown if the patient will be re-implanted with another device.